Manufacturer narrative:
Product has been received by zimmer biomet. Root cause is attributed to the print calling out the incorrect part number to be etched on the device. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. Complaint is confirmed from the investigation. The product left zimmer biomet control nonconforming. The issue is being addressed on hhe 16-45. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is discrepancy between the reference number on the label and the reference on the product. Reference on the label : 110027746, reference on the 110018533.